Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device was put in five years prior to the report. It was helping and they were doing okay, but they had six different surgeries in the past year and wondered if it was possible that turning the stimulation off and on for all the surgeries is what caused the problems. The week prior to the report they had a surgery and had nausea 24 hours a day and it was getting worse every day. This got worse with every surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor. It was reported she was doing okay with the therapy and it wasn¿t perfect, but it helped with her situation and her condition was tolerable, but on (B)(6) the patient had a little non-cancerous hyperthyroidism tumor that was remo ved via surgery, the patient confirmed this was not related to the device. The patient stated the healthcare professional (hcp) that did the surgery was not familiar with the implant and had called technical services for assistance turning the ins off then back on over the phone. The patient noted that since the surgery she had been ¿deathly sick, very sick to the stomach, has severe nausea¿. The patient noted they had been to the emergency room (ER) twice, but they don¿t have a clue what to do as they were not familiar with the device. The patient noted their manager hcp was 3 hours away and she didn¿t drive. The patient noted when they were in the hospital, the hospital borrowed the clinical programmer from an hcp. Additional information from the patient on (B)(6) reported the they had nausea after surgery on (B)(6), the surgery was unrelated to the device. The patient stated the manufacture representative (rep) turned therapy off for the procedure and turned it back on after the procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on september 17th reported the issue with nausea was still not resolved. The patient stated they tried going to the local healthcare professional (hcp) and no one was willing to assist. The patient stated their hcp was not willing to take liability of having someone come into their office to help. Additional information from the patient on september 17th reported they were given medications, but still have very bad nausea. The patient noted they checked the device and it was working and they were going to see about getting it reset. Additional information from the patient on (B)(6) reported they had notified their hcp¿s on september 5th, september 12th, september 14th. The patient stated the steps taken to resolve the nausea being worse after surgery were zofran, which didn¿t help, they were very nauseous. There were no further complications that have been reported as a result of this event.